Manufacturer narrative:
D5, 6;h4: only the anvil was returned, no lot or batch ID available. Visual inspections & results: b/a washer present/condition; present/uncut. Damaged anvil/anvil shroud; damaged to the troc. Damaged guide face, damaged knife, damaged other, damaged staple pockets, damaged trocar, and tissue present/describe; na. Missing parts; instrument. Serial number; unk. Staples present/location; no. Functional tests & results: 1st fire-setting/form/heights, 1st fire-washer cut, 2nd fire-setting/form/heights, indicator response, other(non-circ.) Staples, returned staples-#form, returned staples-heights, safety release, and trocar/anvil fit; na. Analysis conclusion: based on the info received and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the anvil, it was noted that the trocar clips were damaged. It could not be ascertained as to how the damage to the trocar clips occurred. As the instrument was not returned with the anvil, the interaction between the instrument and the anvil could not be analyzed. Mfg and engineering have been notified of the reported incident.

Event description:
During a colostomy takedown the surgeon stated the instrument was approximated into the firing range and the head "felt funny". There was exposed locking springs. The instrument was replaced and the case was completed. Only the head was saved to be returned, the rest of the instrument was discarded. There was no consequence to the patient.